Event description:
A prescription for accu-chek compact was dispensed as accu-chek comfort curve. What type of staff or health care practitioner made the initial error? Pharmacist. Pt expected comfort curve.